Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. A review of the device memory confirmed that several charge time exceeded faults were recorded, which resulted in the device triggering end of life (eol) battery status. Tachycardia therapy was not available as the device was unable to deliver energy within the allowed charge time limits. The device case was removed to facilitate inspection of the internal components and further testing; internal visual inspection noted no irregularities. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an intermittent low resistance pathway, which resulted in the clinically-observed fault code, and premature battery depletion.

Event description:
It was reported that this cardiac defibrillator triggered an alert due to the battery reaching its end of life (eol). The device displayed code 1007, which signifies that the capacitor's charge time has surpassed the acceptable limit. Consequently, the patient was hospitalized for device interrogation. Despite performing manual capacitor reform four times, the charge time remained at 45 seconds. Healthcare professionals were notified about the outcome of the device check. Device data was saved and forwarded to technical services for an in-depth evaluation, which confirmed the reported clinical observations. Device replacement was recommended. No adverse effects on the patient were reported. The device was subsequently explanted and replaced. There were no further adverse effects reported in the patient. The device is expected to be returned.

Event description:
It was reported that this cardiac defibrillator triggered an alert due to the battery reaching its end of life (eol). The device displayed code 1007, which signifies that the capacitor's charge time has surpassed the acceptable limit. Consequently, the patient was hospitalized for device interrogation. Despite performing manual capacitor reform four times, the charge time remained at 45 seconds. Healthcare professionals were notified about the outcome of the device check. Device data was saved and forwarded to technical services for an in-depth evaluation, which confirmed the reported clinical observations. The device was subsequently explanted and replaced. There were no further adverse effects reported in the patient. The device is expected to be returned.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.